Event description:
A diabetes educator reported that the insulin pump would countdown and return an error alarm. Caller also reported that the insulin pump returned several other alarms. Blood glucose level was 222 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit alarmed a21 after battery change due to c13 I/b leaking voltage. No a17 alarms were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.